Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(4) 2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the screen. The aia-360 instrument is operational. No further action is required by field service. The most probable cause for the reported event was a faulty screen.

Event description:
On (B)(6) 2016, a customer reported the touchscreen was non-responsive on the aia-360 instrument. The customer is unable to run patient samples on creatine kinase mb isoenzyme (ck-mb) and cardiac troponin I (ctnl2). On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ck-mb and ctnl2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.